Manufacturer narrative:
Head, bearing, cartridge, head cap were replaced. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply (B)(4). Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a x-smart plus contra angle won't hold files; no injury resulted.